Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known. H6 - medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a proglide device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 16.8fr and the interventional ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.